Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unspecified date, the patient was hospitalized for the event. It was reported that the patient received unspecified hospital treatment (dose, route, frequency not reported) for peritonitis. The patient outcome and action taken with pd therapy were not reported. No additional information was provided as the reporter declined follow-up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.